Event description:
It was reported that (1) er320 was used during an unknown procedure. It was reported by the affiliate that the clips did not close (closed like a v). The surgeon used another er320 ligating clip to complete the case. There was no consequence to pt.